Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that the insulin pump had failed battery test alarm twice recently. Customer¿s blood glucose was unknown at the time of incident. Customer reported that insulin pump had deep scratches and making harder to read. Customer also reported that insulin pump requires more than one rewind per prime. The insulin pump will not be returned for analysis.